Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image display was too delayed. Review of system logfile showed that the image processing malfunction. Upon further inspection, fse found that the hdd tray in ip pc was not working properly. Fse replaced the ip pc. After replacement of ip pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.

Event description:
It has been reported to philips that the image display was too delayed. The system was in clinical use and no harm has been reported to philips. A philips service engineer inspected the system on site. It was identified that hdd in ippc was failing. The ippc has been replaced and the system was returned to use in good working order.